Manufacturer narrative:
The returned 2.7mm, 1st mtp fusion plate right, 10°, p/n 336-2757, was determined by the surgeon to have broken post-op because the joint had not fused. The surgeon properly used all seven screw holes and added a trans-joint cannulated screw per the stg. There was no lot number provided; therefore, no review of the DHR was possible. A two-year review did not identify any capas or ncrs related to this implant. This is the first complaint for this issue, "broken plate, post-op, joint did not fuse", discovered in a two-year review of the complaint database. This plate is a part of the extremilock foot plating system (e-fps). The fmea covers the risk of plate breaking post-op. The predicted severity rating is 3. Per procedure, a rating of 3 indicates a "serious" severity level (results in injury or impairment requiring professional medical intervention). Depending on the potential cause, the final predicted risk level is either "low" or "medium". The e-fps instructions for use (IFU) states this plate is not intended to endure excessive abnormal functional stresses. The IFU also states the plate is intended for temporary fixation only until osteogenesis occurs. It also warns that post-operative instructions should be given to the patient by the surgeon, including the potential for secondary injuries to a surgical site if the patient is non-compliant. Patients should be instructed to closely follow the post-operative instructions. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2019 the distributor contacted osteomed to state that he needs to report a complaint. On (B)(6) 2019, the distributor notified osteomed the there was a broken plate. However, no details of the broken plate was provided. On (B)(6) 2019, the distributor notified osteomed that the broken plate was an explant. We are currently awaiting the full details of this case.